Manufacturer narrative:
Evaluation, results: (unable to confirm complaint - limited information, device not returned). Conclusion: unable to confirm complaint (limited information, device not returned). (B)(4).

Event description:
The physician was using a moma device to treat a lesion in the cca. During the procedure the distal balloon was inflated in the eca with 2 atm and followed by inflation of the cca balloon with the same pressure. The physician noted that the cca balloon deflated spontaneously and then noticed that the balloon ruptured.